Event description:
It was reported that during the procedure involving the implant of a transcatheter heart valve in a patient with a trileaflet, thickened, and calcified aortic valve, severe stenosis, and regurgitation, during the first four deployments, the inflow end of the valve opened, but the valve expansion was restricted and the valve dislodged. On the fifth deployment, the valve was positioned too low and subsequently recaptured and withdrawn. The valve was replaced with a valve from another manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus dcs; product ID d-evprop34us (lot: 0012367900); product type: 0195-heart valves; implant date: non-implan table device other medical products in use during the event include: product ID l-evprop34us (lot: 0012367901); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.